Event description:
A pulsar-18 t3 self-expandable stent system was selected for treatment. The device could be advanced into the contralateral fsa. The red safety tab was pressed and the deployment wheel turned until it was supposed to end. Before removing the device, the doctor noticed that the stent had been released to 170-180 mm. The deployment wheel was then pressed several times. With force the wheel could then be released and turned again, and the stent was released normally.

Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation for the product detailed above confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined.